Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient began treatment with cefamezin intraperitoneally (dosage, frequency, and duration not reported) and gentamicin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Eight days after onset, extraneal and physioneal therapies were discontinued and the peritoneal dialysis catheter was removed. The patient was transferred to hemodialysis therapy. Hospitalization was reported to be ongoing. The patient was recovering from the peritonitis event. No additional information is available.